Manufacturer narrative:
Annex e and a updated.

Event description:
Annex e and a updated.

Manufacturer narrative:
Investigation results: no abnormalities are found in the process and retained sample, and no similar complaints have been received from other hospitals regarding this batch of products. Since no defective sample has been received for relevant tests, and the use of the sample is unknown,so the root cause of the complaint could not be determined. The plant will continue to track and trend for this issue.

Event description:
No additional information.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
On (B)(6) 2025 feedback from the department nurse: while inserting an IV catheter into the patient, no blood return was observed. Upon palpation, it felt as though the needle had shifted position. After removal, it was discovered that the needle had become misaligned within the catheter.